Manufacturer narrative:
On 03-sep-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon. The amount of blood loss was less than 750 ml. The exact amount was unknown. The patient did not have any previous abdominal procedures and was reported to be doing fine. Further patient demographics could not be provided. Additional information obtained from a review of the procedure video sent by the customer: the video shows a tissue pushout event. During the third fire, after approximately 10cm of normal firing, the tissue begins to slide distally instead of being held in place and transected. This caused an incomplete staple line and consequentially, some bleeding. The root cause for the tissue pushout cannot be determined but there was some retraction of adjacent tissue (via cadiere forceps) after the stapler instrument was clamped. Additionally, some movement of the bougie tube (inside the stomach) can be seen just prior to the subject fire. Based on additional information provided, there is no evidence that a serious injury occurred.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem " rather than "not reportable" as previously reported due to the report that the staples did not form properly, causing the stomach to open. There was "abundant" bleeding and the surgeon manually sutured the stomach tissue laparoscopically. The operative time was extended by 1 hour due to the complication. The procedure was completed robotically. Corrected information can be found the following fields: b1, b2, annex e, annex f, annex a, annex g, annex b, annex c, and annex d. B1 updated to "adverse event and product problem" from "not reportable" b2 updated to "required intervention" annex e updated to include e0506 - hemorrhage/bleeding annex f updated to include f1908 - prolonged surgery. Annex a updated to include a050704 - failure to form staple. Annex g updated to include g0405214 - staple. Annex b updated to include b01 - testing of actual/suspected device and b13 - communication/interviews. Annex c updated to include c19 - no device problem found. Annex d updated to include d14 - no problem detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received three sureform 60 blue reloads (part # 48360b-08, lot # l90210216) associated with this complaint and completed investigations. It is not known from the logs what fire order these reloads occurred on. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "the staples did not form" with any of the three. The reloads fired correctly, all the pushers were deployed, and the knife blade was at the distal end and not exposed. For one of the reloads, there was body cartridge damage. The shuttle track appeared with mechanical indentations and the blade had indentations. The known common cause of this failure is mishandling/ misuse. For the other two reloads, there was no cartridge or blade damage found but one of these reloads was found to have exposed staples sitting on the staple bed of the pushers. These staples were fully formed. A review of the log showed no failures. Isi received the sureform 60 stapler (part # 480460-09,lot # l91210125-0138) that was used during this event and performed failure analysis investigation. A review of the logs did not find any firing errors for the instrument on its last use on (B)(6) 2021 using system (B)(4). The last procedure showed 3 successful fires. Upon visual and microscopic inspection, no damage was found at the wrist assembly. No initialization failures or errors/ faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed on three attempts. Staple formation was proper on all three firing attempts. There was no problem detected with the sureform 60 stapler. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. Isi received video clips related to the alleged complaint. The video clip was reviewed by a clinical development engineer (cde). The following additional information was provided: in the two short videos, some bleeding is observed. Due to the poor video quality, it is not possible to determine the exact location of the bleed. However, the bleeding is coming from around the staple line although the tissue seems approximated on either side of the bleed. At the bottom of all three images provided, there is a staple line that looks as expected. In two of the images above the expected staple line, there is jagged tissue and formed staples that are in tissue but not approximated. In one image, there is suture alluding to a staple line repair. The stapler logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer and the following information was provided: logs show that sureform 60 pn 480460-09, lot l91210125-0138 fired qty 3 blue reloads. All firings were completed per the logs without any pauses for compression. There were no incomplete clamps. The logs are not able to identify any issues. This record was assessed as reportable due to the following: the intuitive surgical sureform 60 stapler and their associated reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Contraindications include use on the aorta. Reloads deliver multiple rows of staples and transects the tissue along the middle of the staple line. The fire feature simultaneously activates stapling and cutting of tissue with a knife blade. It was reported that during a da vinci-assisted gastric bypass (roux en -y) procedure, the stapling did not go well during the 3rd fire. The staples did not form properly, causing the stomach to open. There was "abundant" bleeding and the surgeon manually sutured the stomach tissue laparoscopically. The operative time was extended by 1 hour due to the complication. The procedure was completed robotically. Although the exact amount of bleeding is unknown, the customer reported that the bleeding was "abundant". A large amount of bleeding is considered a life-threatening event and thus, this complaint is a reportable adverse event. The gap in the stomach caused by the firing failure was most likely caused by malformed staples and not undeployed staples from the stapler reload. Moreover, failure analysis of the stapler reload confirmed that the reload pushers were all deployed and that there were no retained staples. Malformed staples along the staple line alone do not indicate a product malfunction. Adequate staple formation is dependent on the target tissue and appropriate reload selection. The sureform user manual states: always inspect the tissue thickness and select an appropriate stapler reload before application of a staple line using the stapler. Improper reload color selection (staple size) can result in over-compression or under-compression of tissue and improper staple formation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the third sureform stapler 60 blue reload fire did not deploy correctly and staples were not formed correctly. As a result, the stomach tissue was opened and there was abundant bleeding. A manual suturing by laparoscopy was done instead of the robotic suturing initially planned. A procedure delay of one hour was incurred. The procedure was completed robotically. On july 6, 2021, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument and accessory were inspected prior to use. There was no damage or anything out of the ordinary. No errors/ messages were generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws and did not experience any clamping issues prior to firing the stapler reload. Buttress material was not used. The tissue was not calcified and was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. No blood transfusions were administered. The patient did not experience any post-operative complications and did not have any previous bariatric procedures.